Event description:
As an inpatient of (B)(6) hospital in (B)(6), the medication iodosorb a gel of iodine was applied to my wound and it made the wound bigger, leaving me with a deep gash til this day! I got nothing from past reports to you and have no enforcement behind this complaint. My interest still is very much alive being I had no such reaction to iodine before. The manufacturer smith and nephew wanted my medical record of the incident and that was sent and since they've shared nothing with me! I'd like to know if their product reacted to what makes my case of neurosarcoidosis? Or could I be in danger of something like this happening again from some other medication. Yes, I do have pictures of the product. Woundcare.